Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. After the interatrial septum was punctured, the guidewire was inserted through the transseptal needle into the pericardial space. After the guidewire was removed, the patient became hypotensive and an echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient and the procedure was completed. There were no performance issues with any abbott device.